Manufacturer narrative:
Product investigation summary: the returned combined hammer shows a lot of hammer strokes and wear marks on the whole article. Also, there is a piece broken off at the top of the hammer with a crack identified at the pin of the head. All these damages are clear indications that this instrument was frequently used with a lot of mechanical force. Due to the damages visible on both articles, it is likely that mechanical overload situations led to the damages. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: may 14, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure, the inserter and the hammer broke. The inserter broke in the blue handle part and is locked. The hammer has lost a piece of metal in the hammerhead part. It was reported there was a twenty (20) minutes delay to surgery time. This is report 2 of 2 for (B)(4).